Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The analysis results found that the cb5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic bypass procedure, the trocars leaked, leading to loss of "pneumo" on three occasions, and co2 waste. The surgeon converted to open to complete the procedure. As a result, the procedure was prolonged ten minutes. There were no adverse consequences for the pt. Additional info received 05/06/2010: see scanned pages. Based on the additional info, that indicates the 12mm trocars led to the conversion, the 5mm trocars updated to malfunctions.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.